Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced high blood glucose after an infusion set issue during a supply change while inpatient for neck surgery; the user believed the infusion set was inadvertently pulled from the applicator and later observed a bent cannula upon replacement, and the device was shut down with a transition to subcutaneous insulin via manual injections. Symptoms included hyperglycemia reaching 400 mg/dl and nausea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available regarding a device malfunction, with the observed issue attributable to an infusion set deployed incorrectly. It was concluded, based on previously established findings for similar reports, that the cause user error.